Manufacturer narrative:
It was reported by customer that they have experienced issues using the bd max zero needleless connector as part of the cadd pump setup for 5-fu administration. There were no samples submitted of material number mz1000-07, lot number 23085687 submitted for this complaint. The samples submitted were material number mz1000-07, lot number 23125409, and will be investigated under bd complaint number (B)(4). The customer complaint of separation other component - leak could not be verified due to the reported product not being returned for failure investigation. Due to a physical sample not being received for the identified lot number, an investigation could not be performed and a root cause could not be determined. A device history record review for model mz1000-07 lot number 23085687 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided. Material#: mz1000-07 batch number#: 23085687 it was reported by customer that they have experienced issues with our cstd connector coming undone and popping off when they are using the bd max zero needleless connector as part of the cadd pump setup for 5-fu administration. Verbatim#: rcc received a complaint via email. Email(s) attached. Cancer center nurses indicate that they have experienced issues with our cstd connector coming undone and popping off when they are using the bd max zero needleless connector as part of the cadd pump setup for 5-fu administration. We are having issues with the maxzero injection connector.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero needless connector separated the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Cancer center nurses indicate that they have experienced issues with our cstd connector coming undone and popping off when they are using the bd max zero needleless connector as part of the cadd pump setup for 5-fu administration. We are having issues with the maxzero injection connector.

Event description:
Material#: mz1000-07. Batch number#: 23085687. It was reported by customer that they have experienced issues with our cstd connector coming undone and popping off when they are using the bd max zero needleless connector as part of the cadd pump setup for 5-fu administration. Verbatim#: rcc received a complaint via email. Cancer center nurses indicate that they have experienced issues with our cstd connector coming undone and popping off when they are using the bd max zero needleless connector as part of the cadd pump setup for 5-fu administration. We are having issues with the maxzero injection connector.

Manufacturer narrative:
Batch # updated 23125409.

Manufacturer narrative:
It was reported by customer that they have experienced issues using the bd max zero needleless connector as part of the cadd pump setup for 5-fu administration. There were no samples submitted of material number mz1000-07, lot number 23085687 submitted for this complaint. The samples submitted were material number mz1000-07, lot number 23125409, and will be investigated under bd complaint number pr 9845631. The customer complaint of separation other component - leak could not be verified due to the reported product not being returned for failure investigation. Due to a physical sample not being received for the identified lot number, an investigation could not be performed and a root cause could not be determined. A device history record review for model mz1000-07 lot number 23085687 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#: mz1000-07 batch number#: 23085687. It was reported by customer that they have experienced issues with our cstd connector coming undone and popping off when they are using the bd max zero needleless connector as part of the cadd pump setup for 5-fu administration. Verbatim#: rcc received a complaint via email. Email(s) attached. Cancer center nurses indicate that they have experienced issues with our cstd connector coming undone and popping off when they are using the bd max zero needleless connector as part of the cadd pump setup for 5-fu administration. We are having issues with the maxzero injection connector.